Event description:
In 2009, the pt reported that for the past 3 months, her a1c has increased 1.2% which she believes is due to the buttons/vibrations on her insulin infusion device not properly working. She said the vibration is "weaker" than normal and she has to "check and recheck" to be certain her boluses are delivered. She stated her device has not been dropped or exposed to water. The buttons are raised and feel normal when pressed. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.